Event description:
It was reported that an occlusion alarm occurred. System check was performed with tandem technical support and no issues were identified. Customer changed the pump supplies. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. A correction bolus was delivered to address bg. Additionally, it was reported that a cartridge alarm 1 occurred during bolus delivery. A cartridge change was performed resolving the issue and insulin delivery was resumed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.